Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Technical services (ts) was contacted and reviewed the data. Ts, also, mentioned there had been a slight change in pacing impedance measurements going from 460 ohms to 300 ohms approximately three months prior; however, these measurements remained in range. The physician planned to continue to monitor. This rv lead remains in service. No adverse patient effects were reported.